Event description:
Additional information was received that the patient was brought in and a painless impedance test revealed high but not out of range shock impedance measurements. A non-invasive programmed stimulation (nips) testing was performed which yielded normal shock impedance measurements. Subsequently the physician opted to continue to monitor the patient. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead shocking lead impedance had gradually increased. Approximately four months later testing was performed and it was noted that in two of the shock configurations, the shock impedance measurement was out of range. However, the currently programmed configuration showed in range shock impedance measurements. Further information received two weeks later that the shock impedance measurements were above 125 ohms. The field representative noted that a non-invasive programmed stimulation (nips) and revision procedure were scheduled but have yet to be performed.. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the remote home monitoring system issued another alert for a high out of range shock impedance measurement. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient underwent a revision procedure for continued high out of range shock impedance measurements of greater than 125 ohms. During the revision the rv lead was surgically abandoned and the device remained implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the revision procedure fluoroscopy imagining was taken, however it did not reveal any significant findings.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.